Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduced the error. Fse replaced the proximal set up joint and the distal set up joint to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The distal set up joint (dsuj) was analyzed and found error code was not confirmed nor replicated. In system logs, error 23062 was found indicating a 3 phase motor did not respond as expected on the suj z-axis gravity motor of the proximal, not the suj distal in question. Upon visual inspection, setup field replaceable unit (fru) lower sfl pins were missing and a golden sfl was installed prior to testing. The unit was installed onto a golden system where it performed as expected without errors. The unit was also installed onto a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors either. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set up joint (psuj) was analyzed and found the error was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it performed as expected without errors. The unit was also installed on a pftp where it passed all relevant tests with no log errors either. The probable root cause can be attributed to the cfs motor rotor.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, technical support engineer (tse) was informed that an error occurred on arm 3 during system startup and did not clear after an initial system restart. An emergency power off was then performed, but the error still persisted. The error logs were reviewed and indicated that a 3 phase motor associated with the setup joint z axis gravity motor did not respond as expected due to inconsistent measured motor current, voltage, and speed. There was no report of patient involvement or patient injury. A procedure delay was reported.